Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances that would have contributed to the reported complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Potential causes for failure to adhere or bond to the leaflets/difficulty grasping can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets), excessive tension on the device during the procedure, difficulties with visualization or morphology of the mitral valve (such as tethering of the leaflets, chordae interaction, leaflets that are thinner/thicker, restricted or prolapsed), increased tension on the system, or manufacturing anomalies. In this case, it is likely that the leaflet prolapse on p2 and p3 with mixed etiology contributed to the reported difficulty grasping the leaflets and subsequent detachment of the clip from the posterior leaflet. The reported patient effect of mr (worsening) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the increase in mr was due to the detachment of the clip from the posterior leaflet (slda). There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This mitraclip report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, increased mitral regurgitation and the second clip procedure, considered intervention. It was reported that on (B)(6) 2014, one mitraclip was implanted in the patient with leaflet prolapse on p2 and p3 and mixed etiology mitral regurgitation (mr) reducing the mr from grade 4 to 2. There was difficulty with grasping the leaflets during the procedure due to the mixed etiology mr, but it was not anymore difficult than in other patients. On (B)(6) 2014, discharge echocardiogram revealed a possible single leaflet device attachment (slda -the clip was attached to only one of the two mitral valve leaflets) and mr had increased to 3. The patient was feeling perfect and breathing was improved from the pre-procedure baseline. A second clip procedure was performed on (B)(6) 2014. Slda was confirmed and the first clip was very well attached to the anterior medial leaflet only. During this procedure one mitraclip was implanted lateral to the first clip. Mr was reduced to 1 without incident. There was no additional information provided.